Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and found that the one of the cable slides was broken off and 2 screws were sheered offmand was able to extract both broken screws and replaced all 4 cable slides with new ones. Performed all necessary calibrations and verifications. The unit was ready for use. B01,c07,d02,g04061 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000273, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system's cable guide may have snapped and as a probable cause issue may have occurred because pins weren't aligned during spin and navigation aborted. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.